Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor speaker was squealing and the display flashing from blue to white. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor speaker squealing and display flashing from blue to white) was confirmed. As received, the monitor was resetting every 45 seconds. The cause of the resetting was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent bga connection, which was discovered through the use of a target (or flash) memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through your handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the defective monitor. The pt received a replacement monitor.